Event description:
Related manufacturer reference number: 2017865-2022-02706. It was reported that the patient presented for a follow-up in clinic. During examination, noise oversensing on the right atrial lead was noted causing inappropriate automatic mode switch. It was also observed that the right ventricular lead exhibited noise oversensing. No intervention was performed, the physician elected to continue monitoring the patient. The patient was stable in condition.